Event description:
The report received from the affiliate indicated that approximately thirty and one-half months (30 1/2) after the index procedure, the patient came to the hospital for follow-up. The patient was not symptomatic but changes were noted on the patient's ECG. Coronary angiography was done and thrombus was observed in the previously implanted cypher 3.0 x 18mm stent. Four (4) days later, the very late thrombosis (vlt) was treated by balloon angioplasty using a 2.0 x 20mm balloon at 10 atm for 120 sec. A taxus 2.75 x 32mm stent was implanted at 14 atm for 40 sec inside the previously implanted cypher stent. A 2.75 x 14 mm balloon was used to post-dilate the stent at 18 atm for 80 sec. The physician's comment regarding the possible cause of the thrombotic event was that it may be due to a plaque rupture at the distal portion of the cypher stent.

Manufacturer narrative:
The index procedure was an elective case. The target lesion for the procedure was the distal right coronary artery (rca). The lesion was reported to be: de novo, eccentric, 17.89mm in length, 2.44mm vessel diameter, and type b2. The lesion was not pre-dilated. A cypher 3.0 x 18mm stent was implanted at 18atm for 40 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.